Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing an antibiotic, the module dropped down from IV pole which lead to tubing disconnection from bags. Patient IV access remained intact. It was confirmed by the customer that the clinician did not "snap" in the module correctly. There was patient involvement but no harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an module fell was not determined because no products or device logs were returned.

Event description:
It was reported while infusing an antibiotic, the module dropped down from IV pole which lead to tubing disconnection from bags. Patient IV access remained intact. It was confirmed by the customer that the clinician did not "snap" in the module correctly. There was patient involvement but no harm.